Event description:
Patient presented to the physician with pain, swelling, and fluid at the ipg incision site and pain, scabbing, and erosion of the stim lead at the neck incision site. Physician brought the patient into the or and removed the entire system. This resolved the issue.